Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a knife was noted to be blunt. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received clarified that the blunt knife also exhibited a burr which was noted during cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no consequence to the patient.

Manufacturer narrative:
No sample has been returned for evaluation for the report of a blunt knife therefore, the condition of the product could not be verified. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. According to the DHR, the product was expired at the time of the reported event. As a sample was not returned, the root cause could not be determined. However, the product was past its expiration when the reported event occurred. The product was expired therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).